Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, e311 is an error that occurs when a communication error with the processor occurs. Due to a breakdown of the cable unit, a communication failure occurred, and images are no longer displayed. The cause of the cable unit malfunction is a cut in the cable, and the cable was broken at that point. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reporter¿s contact information, occupation and health profession are unknown at this time. A full technical evaluation was completed in accordance with the ome specification. When inspecting the condition of the cable, a deep cut on its external was identified. The sheath was clearly visible but undamaged. Further evaluation found the charge-coupled device (ccd) sensor was undamaged. The investigator reported that due to the malfunction of the image functionality, the white balance could not be properly adjusted. An e311 error message was displayed on the monitor during testing; however, this was not directly linked to the pae. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the camera head was connected to the video processor and no image was observed. This failure was due to the camera cable defect. This is considered to be a reportable malfunction. The customer did not report any problems associated with the device and there was no patient/ user injury reported to olympus.